Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure on (B)(6) 2008, to treat her pelvic organ prolapse. Reportedly, a gynecare tvt-o device was also implanted during this procedure. According to the complainant, on (B)(6) 2008, the patient underwent excision surgery in order to remove potions of the mesh product (type and exact quantity excised unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.